Event description:
Additional information was received from the customer: the event resulted in a delay while back up products were retrieved. As a result, there was increased anesthesia time.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:b5, d9, h2, h3, h6. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, no device problem was found, therefore, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device tip pieces broke off. The issue occurred mid procedure during diagnostic lap assisted left ovarian cystectomy. The procedure was completed with an olympus back-up device and a competitor device. There were no reports of patient harm.